Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. During the procedure, the needle broke. The breakage was towards the back third of the needle. There were no adverse patient consequences reported. No additional information was provided.